Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/17/2020. Device evaluation: the product associated to the complaint was received at the manufacturing site for evaluation. The returned lens was received in a specimen container. The lens is cut; most probable related to the reported explant. There is no indication of a product quality deficiency. Manufacturing record review: a review of manufacturing process record for the production order (po) was conducted and no non- conformance reports (nc) were found associated to the po. The units were manufactured and released according to the product specifications. A search in complaint system revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) was explanted from patient's operative eye in a secondary surgical procedure because the patient needed a higher diopter lens. The replacement lens used is a same model, but a 24.0 higher diopter lens. No additional information was received.